Manufacturer narrative:
This is default text configured for block h10.

Event description:
Observed a defective adapter spike fails to pierce vial seal (they are unable to inject the diluent into the vial from the syringe for reconstitution) [device defective]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device defective and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event expereinced was not reported. On (B)(6) 2026 amneal pharmaceuticals received information from a pharmacist via a telephone call and email concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, the 50 milligram per vial single dose pack (ndc: 70121-2628-5, lot: ap250592, expiry date: 30-nov-2027, serial number: (B)(6)) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, pharmacist received one sealed medication from the wholesaler and on (B)(6) 2026 while about to use they observed a defective adapter spike fails to pierce vial seal (they were unable to inject the diluent into the vial from the syringe for reconstitution) and requested for the replacement. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not assess the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.